Event description:
Manufacturer's investigational unit confirmed burning and melting on the connector pins on the inform meter. No adverse event reported. Replacement was sent.

Manufacturer narrative:
.